Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there were multiple loss of prime warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 09/12/2016. The device has been returned and evaluated by product analysis on 08/18/2016 with the following findings. There were multiple loss of prime warnings observed in the pump's black box. The pump exercised for 24 hours with no alarms duplicated. The pump passed a force sensor calibration check. Unrelated to the initial allegation, the display was dim and discolored.